Manufacturer narrative:
Pt info: unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a cc4204a, +19.5 diopter, intraocular lens tore on loading. There were no problems during loading, advancement of the lens, or unusual events that led to the tear. It was reported that there was no patient contact. The back-up lens was implanted intraoperatively.